Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous results for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module (e602). The erroneous result was not reported outside of the laboratory. The sample initially resulted as < 1 miu/ml. Per laboratory policy, a urine sample from the patient was analyzed for hcg using a point of care kit and the result from this test was positive. The patient was confirmed to be pregnant by ultrasound. A new sample was collected from the patient on (B)(6) 2017 and this sample resulted as 6635 miu/ml. The original sample was repeated on (B)(6) 2017, resulting as 6539 miu/ml. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided. The customer declined a service visit. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality, bubbles on the sample surface, and insufficient maintenance. An instrument related root cause could not be excluded.